Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 352mg/dl. The caller stated that the customer was experiencing unexplained high blood glucose for several days. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with changing them. Reviewed the alarm history and found low reservoir and bad battery alarms. Assisted the caller to run the high pressure test and passed. The nurse stated that she can see lumps overusing the site. Suggested the caller to make sure the customer is changing the infusion set and reservoir every three days. No further information was provided.